Event description:
Koru medical became aware of (B)(4) received through the FDA medwatch program stating "spontaneous call. Pt reported pump malfunctioning (syringe kept popping out). Unknown if pt missed a dose; no adverse event reported; device available for return; unknown lot/expiration. No further information known. Indication: chronic inflammatory demyelinating polyneuritis. Pump used to infuse hizentra 20% at above dose/frequency." A good faith effort was sent to the initial reporter on (B)(6) 2021. A response was received stating the patient did not provide any pump information however, upon further investigation there is a reasonable possibility the pump in question is: (B)(4). This pump was sent to the patient on (B)(6) 2019, the malfunction was reported on (B)(6) 2021, and the pump was returned on (B)(6) 2021. The device involved in the event was not returned to koru for evaluation. Manufacturing review and assessment confirmed all devices manufactured for lot s. 74793 had no failures during performance testing. Serial (B)(4) passed performance testing without requiring retesting or repairs prior to being release to inventory. The most likely root cause of this incident is end-user error; the end user either was not using koru precision flow rate tubing, a 50 ml bd syringe or did not seat the disc luer securely into the freedom60. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This MDR is being filed as part of remedial action performed per (B)(4). (B)(4) has been initiated to investigate syringe ejections.